Manufacturer narrative:
No complaint was received with the return of the lead. As received, only a connector portion of the lead was returned in one piece for analysis. Failure event observed during analysis. Final analysis found by visual examination a full breach insulation degradation exposing the coil adjacent to the connector boot. Degradation adjacent to the connector boot. Electrical testing was normal.

Event description:
This report is to advise of an event observed during analysis.